Manufacturer narrative:
H10: the device was received for evaluation. The sample was returned attached to a blue connector, wet and in an opened pouch. A visual inspection with the naked eye, noted the female connector was separated from the main body. There was evidence on the female connector an insert chip was present and possibly dislodged, during disconnection. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was, due to inadequate solvent to the set during assembly. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a minicap extended life pd transfer set. It was further reported the patient turned the transfer set switch (twist clamp) and a "plastic sheet popped out" (insert chip); the solution could not drain out. This occurred at the hospital during draining. The transfer set was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.